Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump inappropriately suspended due to a sensor glucose of 59 mg/dl or below despite a blood glucose of 136 mg/dl. That was in the morning, and at the time of call his sensor glucose was 181 mg/dl and his blood glucose was 187 mg/dl. Troubleshooting was declined for the sensor inaccuracy. The customer was then advised on how to prevent false lows during the night. No products were shipped or returned.